Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2019 with the following findings: a review of the black box showed no activity related to the alleged temperature issue. No overheating was duplicated during testing. The pump electrical current draws were found within specifications. The pump was opened to find no damage or evidence of internal moisture. Unrelated to the original complaint, the battery compartment was cracked.